Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 4f non-bsc introducer sheath was introduced. After a 4.5f non-bsc guide catheter was placed, a 0.014 non-bsc guidewire was advanced to cross the lesion. Subsequently, a 5.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, upon the first inflation, the balloon ruptured at 8 atmospheres after a duration of 15 seconds. The balloon was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.